Manufacturer narrative:
(The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified).

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 161 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.